Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. This meets the specification per inspection procedure which states, "balloon shall inflate and deflate normally with use of syringe." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required.

Event description:
It was reported that the catheter was difficult to deflate after the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate after the surgery.